Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, crease fold and device appearance (observed 40 mm dark patch edge material inside gel device). Weight measurement identified device was underweight. A microscopic analysis was performed which identified crease smooth opening on posterior, a broken sharp patch/shell bond edge, broken crease smooth in anterior side and have non-penetrating nick. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a crease smooth opening on posterior assessed to a fold flaw opening, a crease smooth broken on anterior assessed to a fold flaw opening and a broken sharp in the patch/shell bond edge side assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported ¿left side rupture¿. Additionally, healthcare professional noted patient had some additional capsular contracture, fibroconnective tissue, adipose tissue with chronic inflammation, foamy histiocytic infiltration, multi-nucleated giant cell, granulomatous reaction, fibrosis and calcification. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿left side rupture¿. Additionally, healthcare professional noted patient had some additional capsular contracture, fibroconnective tissue, adipose tissue with chronic inflammation, foamy histiocytic infiltration, multi-nucleated giant cell, granulomatous reaction, fibrosis and calcification. Device has been explanted.